Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 64 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.